Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00355: head. 3025141-2019-00356: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient. At some point post op, the head dissociated from the rest of the implant system. Revision surgery has not been performed to date.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00355 follow up 1: head; 3025141-2019-00356 follow up 1: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient. At some point post op, the head/neck assembly dissociated from the stem. Revision surgery was performed on (B)(6) 2019 to replace the head and neck components (the stem remained implanted).